Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began in (B)(6) 2011. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "low blood sugar results, dizziness, and shakiness" and self treated with food/drink in response to these symptoms. During troubleshooting, the cca determined that the battery needed replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.